Event description:
It was reported the monitors were receiving red alarms, intermittently with no available audio. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was reported the alarms will cease intermittently where no alarms were heard, and the speaker was silent. The customer reported that one of the central station's speakers was broken during installation and was switched to the personal computer (pc) internal speaker. No fault or failure was alleged by customer. The customer indicated the speaker was tested with v-tach alarm and the alarm was not heard at the central. They previously contacted philips and was advised to reboot the system, which only resolved the issue temporarily for a few hours. A philips technical consultant (tc) went onsite to evaluate the situation. The tc discovered they (customer) had the sound configuration modified on the pc and cables were moved around. The tc reconfigured speakers and connected them to proper port. The tc tested the device and verified there was sound quality. The customer confirmed the issue resolved. No further investigation or action is warranted at this time.